Event description:
The patient's personal pump communicate (ppc) had a message that the pump stopped. Pt was giving himself a bath when this occurred. An engineer from minimed flew out to see the patient on friday, (B)(6), to see if he can restart the pump. Pt supplemented w/insulin injections and the pump was restarted.